Event description:
Constant alarming pressure reading at 120, water in air module. Troubleshoot reading -9.8 on expiratory and inspiratory transducers. Found defective o2 cell need 3000 hour preventive maintanace. Installed 2 pressure transducers, o2 cell and 3000 hour pm kit. Cleaned air module. Calibrated function check tested all ok. No report of patient involvement.